Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that patient had to go to the hospital due to an allergic reaction from the procedure. The patient stated that on 5/15 she went to the hospital due to an allergic reaction to something from the procedure. There was no surgical intervention that occurred. The issue was resolved at the time of the report.